Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: unknown.

Event description:
It was reported by the affiliate via email that the surgeon requested to use the expressew 3 autocapture. This was supplied on loan. The instrument was assembled (plate and needle loaded) prior to the case and appeared to be working mechanically as it is supposed to - needle advancing and retracting satisfactorily. During the case the expressew was used and worked as expected with no issue. The surgeon said rep was not required to stay in the theatre so she left the room. Around 60 minutes later rep was called back to the theatre as, according to the theatre staff and surgeon, the expressew was not working as it should. The surgeon explained the needle was advancing but not retracting fully and this was cutting the suture material of the anchor (non mitek anchors were being used - type unknown). Once back in theatre, rep watched as the surgeon used the expressew again - on this occasion it functioned as expected with no issue. On the second attempt while rep was present the needle did not fully retract and rep was able to see on the screen that the suture had indeed been cut. Rep said to the surgeon he should stop using the expressew. Rep called our product manager (B)(4) for some advice but neither of them could come up with an explanation for this issue. The plate and needle had both been replaced at the first sign of failure and on inspection appear to have been loaded successfully. The images show the cut suture and the expressew in the non retracted position. Rep then left the theatre again having told the surgeon not to use the expressew. An alternative option from another company was available for use. Two hours later rep was informed by the charge nurse that the case was complete but the expressew needle had broken off inside the patient. Rep first of all enquired whether the patient was alright then questioned why the expressew had been used again when it was failing. No response was given. Additional information provided by the affiliate reported the lot number of the device is unavailable and that the event occurred during an arthroscopic rotator cuff repair. It was also reported that there was at least a 30 minute surgical delay the affiliate reported all broken pieces were removed from the patient and there are no known patient consequences.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No lot number was provided which precludes in conducting a manufacturing record evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.